Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution set had stop cocks that were loosening. The devices had to frequently be retightened to prevent disconnection. The sets were in use for about one hour. The devices were being used with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Medwatch voluntary report (B)(4). Should additional relevant information become available, a supplemental report will be submitted.